Manufacturer narrative:
Internal complaint number: complaint: (B)(4).

Event description:
A health care professional reported that the patient with a history of infection had her pump explanted due to (B)(6) infection. This is the second pump the patient has had explanted due to infection. The day prior to the explant surgery, the physician entered the pump pocket with a 12 gauge needle and withdrew 15 cc of purulent discharge. Patient experienced a positional headache and denied any fevers or chills. Patient was afebrile. The pump site was erythematous and tender with purulence over the pump site incision.